Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal right coronary artery (rca). A 4.00x12mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, the stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end of the stent that were bent back proximally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal right coronary artery (rca). A 4.00x12mm promus element drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, the stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.